Event description:
This non-injury report, involved an o.r. Table which had been used throughout the day prior to the event with no problems. The malfunction is best described as automatic, random, uncontrolled movement, and positioning of the table. The only way to stop the table was disconnect the power cord. This problem was duplicated, when rptr powered the table. The hand control was replaced and the table operated as designed. There had been a lot of irrigation during this case.